Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.6 mmol/l. Troubleshooting was performed. The device was returned for analysis.